Event description:
It was reported that during the implant, the physician changed his mind after the pacemaker was hooked up and requested a bi-ventricular pacemaker. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.